Manufacturer narrative:
Qn#(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported the staff received a helium loss alarm 2 and 30 minutes after the patient began coughing and throwing up, the staff noticed blood was in the driveline of the intra-aortic balloon (iab). As a result, the iab was removed and no other iab was inserted. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the staff received a helium loss alarm 2 and 30 minutes after the patient began coughing and throwing up, the staff noticed blood was in the driveline of the intra-aortic balloon (iab). As a result, the iab was removed and no other iab was inserted. There was no report of patient injury or consequence.